Manufacturer narrative:
The investigation into the controller error/loss of opm data has been completed. The impella automated controller was returned for investigation. The data logs revealed the reported day of event are consistent with the complaint and indicate that the reported issue is a known pattern failure caused by a temporary loss of optical placement signal. There¿s no need for repairs if the condition self-correct. This is a low probability event and lasts only a few minutes. If needed, the patient¿s hemodynamics and impella position can be monitored with imaging. The cause of the issue was not determined since the issue could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error. There was no patient harm reported.